Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The left monitor failed to display a usable image. This resulted in a loss of imaging functionality. There is no report of death or serious injury.